Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis and extracorporeal membrane oxygenation (ECMO). During ablation phase, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 200cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Adverse event was assessed to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. It was also reported that at some point post-discharge, the patient's condition worsened and an esophageal fistula was diagnosed. There is no information regarding any intervention. Transseptal puncture was performed with an unspecified needle. There is no information regarding the sheath used. Generator parameters at the time of injury were not reported. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value or catheter proximity. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis and extracorporeal membrane oxygenation (ECMO). The returned device was visually inspected and was found in good condition. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 11/7/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).